Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, around 6am, the patient¿s cgm was reading 58 mg/dl. No bg meter comparison was taken at this time. The patient had chest tightness and a sore back at this time. The patient¿s wife drove him to the emergency room (ER). At the ER, the patient¿s cgm was reading 55 mg/dl and the bg meter was reading 522 mg/dl. The patient was treated with long-acting insulin and then he was given more insulin via IV. While at the hospital, the patient¿s sensor failed, and the sensor was removed. The patient¿s last known bg meter reading during his hospitalization was 322 mg/dl. The patient was discharged the following day on (B)(6) 2024 around 6-7 pm. The patient was in stable condition at the time of follow-up with technical support on (B)(6) 2024. No data was provided for evaluation. There were no reported glucose values available to search within the parkes error grid calculator prior to going to the ER. The reported glucose values fall within the d zone of the parkes error grid while in the hospital. No additional patient or event information is available.